Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78727, implanted: (B)(6) 2000, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On the day of report, the patient began experiencing withdrawal with symptoms including: chills, shaking, fever, nausea, and vomiting. Reportedly, a rotor study was performed. It was determined that there was a ¿rub hole¿ three centimeters from the connector. That same day, the catheter was revised, replacing the catheter connector. There was no patient injury, but it was indicated that the patient had recovered with sequela. The device system was being used to deliver morphine. It was not known what sequela the patient was experiencing following recovery. Further follow-up was requested to obtain additional information.

Manufacturer narrative:
Analysis of the catheter lot number l78727 found catheter body hole caused by deep abrasion. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter had a hole in it. The catheter hole was next to the pump inside the pocket. The distal segment was left in the intrathecal space. The catheter issue was not discovered until it was opened and looked at in the surgery.